Manufacturer narrative:
Reported event was unable to be confirmed as medical records were not provided. Device history record was reviewed and no deviations/anomalies were identified that may have contributed to the reported event. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during a procedure, the liner would not engage with the cup. As a result, the liner and cup were removed from the patient. Attempts have been made and no further information has been made available.